Event description:
On (B)(6) 2012 the reporter contacted animas to report that since (B)(6) 2012 the pump would not hold the prime for more than one hour, before it gave a "loss of prime" warning message. The patient replaced the cartridge twice to no avail. On (B)(6) 2012 the patient obtained a blood glucose reading of 593 mg/dl and experienced the symptom of vomiting. Emergency services were contacted, and the patient was transported to the emergency room. The patient was treated intravenously with insulin and her blood glucose level corrected. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump issue occurred, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows multiple "loss of prime" warnings, "occlusion" alarms, and loss of cartridge detection. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. An ezprime was performed successfully with no alarms. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. There was no defect found on investigation. The complaint could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.